Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2011-00859 and 1627487-2011-00860. The pt received an scs system including an ipg, two percutaneous leads and two lead anchors. It was reported that the pt's scs system was explanted due to lead erosion and infection. The pt's leads were reportedly protruding from his neck. A culture was not taken; however, both intravenous and oral antibiotics were administered as treatment. The explanted devices were retained by the medical facility.